Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Although, it can be presumed, that it was caused by generator issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. In speaking with olympus technical assistance center (tac), the customer reported a e433 error on their device. In troubleshooting, tac stated the error indicated an internal hardware issue, and advised the customer to send in the device for repair. With the help of tac the customer was able to resolve the issue through troubleshooting and device return is not expected. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the generator was showing a e433 error. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.